Manufacturer narrative:
On 18 august 2017 the medical affairs director performed a clinical evaluation and commented as follows: postoperative femoral fracture, few weeks after primary cementless tha. According to the report, no traumatic event occurred. Immediate postoperative fractures may be related to the normal bone weakening caused by the femoral preparation but also sudden or unexpected movements occurred during the re-education period may have contributed. In this case, there is no reason to suspect a malfunctioning device. Batch review performed on 28 august 2017. Lot 168238: (B)(4) items manufactured and released on 28 march 2017. Expiration date: 2022-03-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The patient fractured the femur bone. The cause of the fracture is unknown. The surgeon cabled the femur and revised the head and liner. The surgery was completed successfully. X-rays are available. Explants are not available.